Event description:
It has been reported to philips that there was an intermittent error. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the geo ipc which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an intermittent error. Analysis of the system log file showed that the table movement were partly available. During troubleshooting, the fse found that the geo ipc was unable to communicate. The fse replaced the geo ipc. The defective geo pc was returned to philips for further analysis. The cause of the geo pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the geo pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.